Manufacturer narrative:
A visual inspection and functional testing analysis were performed on the returned device. The reported malposition of the clip could not be replicated in a testing environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the starclose se device was being used in an area with calcification. It should be noted that the starclose se instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to malposition of the device/clip of device include, but not limited to, inadequate nick and spread and/or device pulled back during clip deployment. The treatment appears to be related to the circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device after an interventional carotid artery stenosis procedure with a 6f sheath. Reportedly, when deploying the clip, the clip deployed onto the skin. A mosquito device was used to remove the clip. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.